Event description:
It was reported the patient¿s ipg had an increased recharge burden. The ipg was subsequently explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section h6: the medical device problem code should have been 3283 wireless communication problem rather than 2885 battery problem.